Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer ran hardware test application (hta) diagnostics for both aux 1 and aux 2, and both passed successfully. The pharmacist technician confirmed proper operation during testing. The issue was traced to medication and cardboard blocking the sensors, which were then cleared. The drawers opened and closed correctly after resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nwh-orcore multiple drawers were failed and not detected on the bus; the customer performed both soft and hard reboots, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.